Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/29/2014 with the following findings: inspection revealed that the display screen visual was dim and discolored due to an unidentified display failure. Unrelated to the reported issue, the audio bolus button (abb) cover was observed to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen visual. This report is made based on results of investigation completed on 12/29/2014.